Event description:
Related manufacturer reference number: 2017865-2023-10859, related manufacturer reference number: 2017865-2023-10861. It was reported that a loss of capture was noted on the left ventricular (lv) lead. Prior to lv lead revision, it was found that the right atrial (ra) lead and the right ventricular (rv) lead had low sensing and high thresholds. When the pocket was opened, twiddler syndrome was the likely cause of the three leads pulling back. There was visual kinking of the insulation, consequently, the three leads were explanted and new leads were implanted. There were no adverse health consequences, the patient was stable.